Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken molded insulator. The broken piece measures approximately 9.30mm x 3.83mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The probable root cause of the broken molded insulator and detached fragment is attributed to damage occurring during use which can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The jaw separation occurred due to the breakage of the molded insulator, which resulted in loss of mechanical support and subsequent detachment of the jaw from the grip base. Additional observation(s) related to customer reported complaint: the instrument was found to have a detached intact jaw from the grip base. Based on visual inspection and analysis of the returned device. The molded insulator broke first and separating from the jaw. The jaw subsequently separated from the grip base due to loss of mechanical support from the molded insulator, the bipolar conductor wire broke as a result of increased mechanical stress during jaw detachment. As of result, the intact jaw and broken molded insulator fully detached from the instrument assembly. The instrument was found to have a broken bipolar conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of the broken bipolar instrument conductor wire includes instrument movements such as grasping, pulling, or pitching, which may result in grip dislocation or dislodgement and potential displacement of the conductor wire from the routing groove.

Event description:
It was reported that during central processing procedure, a force bipolar instrument broke during the cleaning process. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery went fine; the customer cleaned the instruments in their sterile processing department, and the washer was broken.